Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after implant the patient bleed inside and had to have many drains. The blood was filling up in the patient's "stomach" and the "stomach was purple." It was noted that it took a long time to heal and it was really sore for a long time. It was stated that "it never became unsore."

Event description:
It was reported the patient had to have their stomach drained 3 times after their implant in 2013 because they were bleeding so much. The pump was used to deliver morphine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.